Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 419588, lead implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that during interrogation of the device subsequent to its administration of three appropriate shocks to the patient, it was noted that projected remaining longevity was shorter than expected. The device remains in use. No patient complications have been reported as a result of this event.